Event description:
Reportedly, episodes revealing abnormal signals (double counting of the p-wave) were stored in the device memory. Lead impedance, threshold and detection tests were normal. The performed x-ray did not reveal any positioning issue nor clear fracture of the lead. The device switched to fallback mode for few hours; atrial and ventricle were not synchronized. Preliminary analysis revealed that a beginning of atrial lead issue is suspected. However, an atrial lead positioning issue, atrial lead migration and/or atrial lead micro dislodgement could not be excluded with certainty.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, episodes revealing abnormal signals (double counting of the p-wave) were stored in the device memory. Lead impedance, threshold and detection tests were normal. The performed x-ray did not reveal any positioning issue nor clear fracture of the lead. The device switched to fallback mode for few hours; atrial and ventricle were not synchronized. Preliminary analysis confirmed non-physiological electrical signal in the atrial channel. The most probable hypothesis to explain the reported behavior is a lead positioning issue, lead migration and/or lead micro dislodgement.